Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar lead impedance was 203 ohms. Subsequent measurements were <200 ohms and 205 ohms. Ventricular oversensing occurred under telemetry with associated noise on the ventricular egm. The device was programmed to unipolar pace/sense.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received